Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received an arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. Device functionality was normal when tested on the bench and using automated test equipment.

Event description:
It was reported that during follow up, exit block was observed. The lead was replaced. When the new lead was connected to the chronic device exit block was observed again. The device was explanted and replaced.